Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user no longer has any hearing sensation with the device. No trauma/accident has been reported. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no date has been scheduled for possible re-implantation surgery.

Event description:
The user no longer has any hearing sensation with the device. No trauma/accident has been reported. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user no longer had any hearing sensation with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device. No trauma/accident has been reported. Re-implantation is considered.